Event description:
Patient's in home rn called to office regarding an "air in line" alarm on a baxter 6060 ambulatory pump. The pump was being used to infuse tpn over 20 hrs daily. One of facility's infusion nurses walked through troubleshooting procedures with the rn. The pump continued alarming "air in line" every 2-3 minutes. Facility decided to drive out a new ambulatory pump to replace the current one. The problem pump was returned to facility's biotech department where it was found that the in line sensor was going bad in the pump. Facility is sending the pump in for repair.